Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 8/27/2021 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received in a lens case. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight: unknown/asked but unavailable. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2020 -(B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to blurry visual acuity (va) observed during post-operative examination. Visual acuity (va) pre-operative (op): with correction (c¯c) 20/60, visual acuity (va) post-operative (op): with correction (c¯c) 20/40, and patient outcome: with correction (c¯c) 20/20. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens (same model and lower diopter, 19.0) was successfully implanted as a replacement. No additional information was provided.